Event description:
As initially reported per the observational post market study complaint form: on (B)(6) 2020 bilateral stents were placed due to extrinsic chronic obstruction due to gynecological malignancy via cystoscopy. Placement was confirmed via fluoroscopy. On (B)(6) 2021, 140 days post procedure the site reported the patient experience diminished urinary drainage. On (B)(6) 2021 the patient underwent placement of bilateral nephrostomy tubes, but resonance stents were let in place at that time. The procedure to remove the stents was scheduled for (B)(6) 2021, but patient passed away likely due to the metastatic ovarian cancer on (B)(6) 2021 and did not have stents replaced. The site related the event to the index device. Per the site: resonance stents were not patent, and nephrostomy tubes were placed. Per the site: ¿patient had metastatic ovarian cancer. After replacement of nephrostomy tubes (B)(6) 2021 patient was again admitted (B)(6) 2021 for sbo. Pt continued to undergo chemo, last f/u was with gyn/onc on (B)(6) 2021 where it was noted that her hydronephrosis was unchanged, pt passed on (B)(6) 2021 likely due to metastatic cancer. Patient passed away on (B)(6) 2021 and site confirmed not related to index device or procedure.